Manufacturer narrative:
Product event summary - the full lead was returned in segments and analyzed. Analysis revealed that there was guidewire coating on the distal conductor of the lead and it was obstructed. The distal conductor was extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the guidewire got stuck inside the left ventricular lead and it appeared that the tip was broken off the lead. Subsequently, a fracture of the lead was confirmed. The lead was explanted and replaced the next day. No patient complications have been reported as a result of this event.